Manufacturer narrative:
(B)(4): device not available for evaluation. Hence , no conclusion can be drawn.

Event description:
It was reported that on an unknown date, post-op, screw backed out. The product came in contact with the patient. Patient returned for revision surgery due to this event. Patient complications were reported unknown due to this event.